Event description:
During an incident in 2004 involving a pt being monitored for chest pain, this defibrillator displayed a lot of artifact. They were using graphic control brand monitoring pads gc11 expiration date 04/04, lot # 310720. The pt was very still. They used the defib on a volunteer later to check for artifact and it was still there. It seemed any slight jiggle of the cable caused artifact.